Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens reviewed the events log with the customer along with the calibration and qc files. The customer ran several full calibrations and all levels of aqc were within expected ranges. The customer states that the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results between two different rp 500 analyzers. There was no report of injury due to this event.